Event description:
Device was not locking down on the stereotactic table. The holster's threaded connection is stripped or cross-threaded. No patient consequences reported. The device will be returned for service and repair.